Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative evaluated the device onsite and upon inspection the ventilator passed the leak test. It was discovered that the back communication cable was damaged. A new communication cable was installed and a pm kit ran diagnostics on the vela unit and it tested good and was up to specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low volumes from the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.